Manufacturer narrative:
The customer observed leaking at the beginning of a wash and field service was dispatched to inspect the instrument. The cc rgt syr seal 2 was discovered to be incorrectly installed. Service replaced the part which resolve the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the cc rgt syr seal 2 was replaced. A review of tracking and trending for the cc rgt syr seal 2 did not identify any trends. A review of tracking and trending for the architect c8000 system did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no system issue or deficiency of cc rgt syr seal 2 or architect c8000 processing module, serial (B)(6) was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium and calcium results generated on the architect c8000 processing modules for two samples. The following data was provided: sample 1: initial potassium result was around 8 mmol/l, repeat = 3.0 mmol/l sample 2: initial calcium result = 16 mg/dl and the patient was sent to the ER, repeat = 9.3 mg/dl, new sample was drawn = 8.8 mg/dl no impact to patient management was reported.